Event description:
Approx a yr and one-month post index procedure, the pt had a f/u coronary angiogram done and there were no issues. A yr and eight days later, the pt complained of chest pain while drinking and came to the hosp. An abnormal electro cardiogram was observed. Coronary angiography was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty poba were conducted with a 2.5 balloon. The pt had a target lesion in the obtuse marginal branch. The vessel was a type c, concentric, in-stent restenosis of a bx stent. The lesion length was 30mm and vessel diameter was 3.0mm. On february 14, 2005, the pt went in for an elective case. A 2.5 x 23mm cypher stent was implanted at 18atms for 30seconds. A dissection occurred at the distal portion of the cypher stent after implantation. To treat the dissection, plain old balloon angioplasty was conducted at 10atms for 30seconds. The residual percentage of stenosis was 0. Timi flow grade was 1 pre procedure and 3 post procedure. The physician commented that the possible cause of the thrombotic event was because of the dissection that occurred were the cypher was implanted. Ticlopidine hydrochloride was stopped and the pt had a risk factor of adipositas . It was stopped on march 8, 2006 since there was not issue confirmed on the f/u coronary angiogram. The pt's medications included the following: aspirin and ticlopidine hydrochloride.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-00759 and 9616099-2007-00760. Add'l info will be submitted upon 30 days of receipt.